Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber had overfilled with water during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was not expected to be returned to fisher & paykel healthcare as it is not available. Our investigation is based on our knowledge of the product and the information provided by the customer. Results: the hospital reported that no damage was noticed to the device and the chamber was found to be overfilling with water during patient use. The complaint chamber was reported to have been used for 1 hour. Conclusion: without the complaint device, we are unable to confirm the reported fault and determine the cause of the reported event. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Significant impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail are rejected. This suggests that the fault occurred after the chamber was released for distribution. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should the water level exceed the maximum fill line. The user instructions also include a warning to not use the chamber if it has been dropped.